Event description:
It was reported that the patient arrived at the clinic on 02dec2022 with driveline complications. The modular cable was replaced.

Manufacturer narrative:
Section a: patient information is missing. Information was requested.voluntary medwatch number 3400300000-2022-0000058 was received on 11jan2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a modular cable complication was unable to be confirmed. The modular cable was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. No further information was provided. The manufacturer is closing the file on this event.